Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pippette sample into well positions a8 and h10 and no error message was generated. A field service engineer was dispatched and was unable to reproduce the problem. The engineer replaced the tip clamp and plunger clamp in position 9. No death or serious injury was associated with this event. This report corresponds to ortho clinical diagnostics, inc complaint # 00296102. This report is beyond the 30 day reporting requirement. This file was determined to be reportable in a retrospective review of complaints.